Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds, high pace impedance measurements, and loss of capture. This lead had thresholds of 4.5 volts at 1.0 millisecond and was unable to sense the patients r-waves at 0.5 millivolts. This lead previously had stable impedance measurements around 460-480 ohms and then experienced a somewhat abrupt increase in impedance measurements to 1300 ohms. The physician elected to surgically abandon and replace this lead. No adverse patient effects were reported. This investigation will be updated should further information be provided.